Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a few times over the last year the customer filled the cartridge with 300 units and received an inaccurate fill estimate. The insulin gauge would then remain static for a few days the customer stated they may have used cold insulin to fill the cartridges. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.